Manufacturer narrative:
An event of thrombus 3-months post implant was reported. Also reported that thrombus was still present despite of being medically managed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, an amplatzer amulet left atrial appendage occluder was implanted in a patient. Three months post implant, a thrombus was noted, and the thrombus was medically managed. On (B)(6) 2024, it was noted that the thrombus was still present despite medical management. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an amplatzer amulet left atrial appendage occluder was implanted in a patient. Three months post implant, a thrombus was noted, and the thrombus was medically managed. On (B)(6) 2024, it was noted that the thrombus was still present despite medical management. The patient status was reported as stable.